Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited premature elective replacement indicator after suspected electrocautery interaction. On (B)(4) 2014, after software download normal device function resumed.